Event description:
Additional information received indicated that the cause of the stimulator not lasting as long was due to the patient changing groups (high output) on their own. It took longer to charge while the therapy was on because the patient was using the group with a high output setting. The rep met with the patient on september 30th, and explained the cause to the patient and ensured they understood. The issue was resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6: note that the codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator's charging capacity started decreasing rapidly starting around mid-week. Until then, it was about 50% in about 1 and a half to 2 days, but it may be zero in about 12 hours. Stimulation was not adjusted for about 2 months. It was unknown what may have caused this issue. Patient was asked to consult during the medical consultation. It was also reported to the area representative. In addition, charging from the recharger to the stimulator has now taken a long time. It was about 40 minutes from around 40% to 100%, but it did not finish charging after 2 hours. It was unknown what may have caused this issue. When the charging speed was checked, it was 4. Patient is constantly concerned and always tries to position it on the stimulator as well as possible, patient was asked to consult during the medical consultation. This was also reported to the area representative. The issues were not resolved at the time of report. No symptoms were reported.

Manufacturer narrative:
B3: event date is an estimate (month/year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.